Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the parameters on the transmitter assembly intentionally or unintentionally and the patient having another (non-curonix) device implanted have been ruled out. Additionally, severe force being applied to the implant and implanting the device off-label have been ruled out. However, the patient lost 50 pounds and stated the pain began with the weight loss. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort is unrelated to the curonix device as the patient lost 50 pounds which caused irritation near the neurostimulator (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain and discomfort with various arm movements near their neurostimulator. The patient stated the stimulation does not seem to be the issue as they were getting good relief overall. However, the sutures and scar tissue around the neurostimulator seem to be causing irritation. The patient has a follow up appointment on (B)(6) 2026 to discuss plans going forward. No further information is available at this time.